Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil protrusion occurred. The target lesion was located in the splenic artery. An 8mm x 20cm interlock¿ was selected for use. During procedure, the coil was advanced to the middle of the unspecified microcatheter and became stuck. The coil was removed together with the catheter. However, it was noted that the coil was slightly protruding from the catheter's tip upon removal and the interlocking arm of the coil became detached from the interlocking arm of the pusher wire outside patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.